Event description:
Patient was undergoing a planned laparoscopic vertical sleeve gastrectomy and intra-operative esophagogastroduodenoscopy. At the end of the procedure some "heat effect" was noted on the underside of the left lobe of the liver. Surgeon did not say that it was a burn. No evidence of injury to bowel or other structures. The surgeon inspected the shaft of the hook cautery and a small defect was noted. The shaft had a small break in the insulation that staff did not see before the start of the operation. The cautery was removed from the surgical field and it was not saved. Cost of repair exceeds the cost of a new cautery; when a break of insulation is detected, the cautery hook is discarded. This occurred at the end of the internal cautery portion of the procedure, so another cautery hook was not needed. The liver retractor was removed, ports were removed, and port sites were all hemostatic. Patient was transferred to recovery room in stable condition. No post-operative complications.what was the original intended procedure?laparoscopic vertical sleeve gastrectomy. Intra-operative esophagogastroduodenoscopy. Laparoscopic paraesophageal hernia repair.